Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain in breast.

Event description:
Patient reported " pain in breast". Subsequently, patient reported, "intense pain, radiating out toward neck, arm, back, and shoulder blades, feeling of fluid under skin, feeling of muscular tightness, hardening, burning and numb sensation across skin and nipple of breast". Device has been explanted and not replaced. This relates to the right side.

Event description:
Patient reported " pain in breast". Subsequently, patient reported, "intense pain, radiating out toward neck, arm, back, and shoulder blades, feeling of fluid under skin, feeling of muscular tightness, hardening, burning and numb sensation across skin and nipple of breast". Device has been explanted and not replaced. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain in breast.

Event description:
Patient reported " pain in breast". Subsequently, patient reported, "intense pain, radiating out toward neck, arm, back, and shoulder blades, feeling of fluid under skin, feeling of muscular tightness, hardening, burning and numb sensation across skin and nipple of breast". Device has been explanted and not replaced. This relates to the right side.

Event description:
Patient reported " pain in breast". Subsequently, patient reported, "intense pain, radiating out toward neck, arm, back, and shoulder blades, feeling of fluid under skin, feeling of muscular tightness, hardening, burning and numb sensation across skin and nipple of breast", ¿feelings of exhaustion¿, ¿brain fog, forgetfulness¿ and ¿non-specific aches and joint pains¿. The capsules were sent for histology and there was no evidence of alcl. Device has been explanted and not replaced. This relates to the right side

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.a, e2.